Manufacturer narrative:
There was no button error alarm on the insulin pump. The device was received with intermittent button response due to moisture damage keypad traces. The numbers did not ramp up on their own and the scroll bar did not move without any input. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 37 mg/dl. Customer treated their low blood glucose levels by eating dinner. Troubleshooting for keypad anomaly was performed. Customer advised during a bolus attempt the numbers continued to ramp up on their own. Customer stated that the button error alarm did not occur right after the pump was exposed to moisture. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.